Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and identified that the clamp holding the traction boot assembly to the table was not fully tightened where the l-bar connects to the table. The technician confirmed that the table and traction boot assembly were operating according to specification. This event was caused by improper tightening of the clamp to the table. The technician notified the user facility of the proper use and operation of the table and assembly. The steris operators manual states on pg 2 "warning - personal injury and/or equipment damage hazard: read and understand all instructions presented in this document before using the traction unit assembly. Follow each step in the order presented in these instructions. If you need technical assistance or additional instructions, please contact steris." And "prior to use, inspect traction unit assembly for any damage or lack of functionality. Do not use unit if not functioning properly or if any damage is apparent." The steris operator manual also defines the correct way to attach the l-bar on pg 3 "attach traction unit assembly l-bracket (made of l-bar and l-bar clamp) to spar accessory clamp as follows: loosen locking knob on spar accessory clamp (see figure 4). Slide l-bracket into spar accessory clamp. Adjust l-bracket to desired length. Tighten locking knob. The traction boot assembly was put back into operation and no additional issues have been reported.

Event description:
The user facility reported that their traction boot assembly slid downward at the conclusion of a procedure. No injury, procedural delay, or cancellation was reported.